Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The device was bloody. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed tip damage, kinks in the distal shaft located 1cm, 19cm, 24.5cm from the tip of the device, and a partial separation in the collar/distal shaft area. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 16jul2020. It was reported that the device was unable to cross. A guidezilla ii pv long guide extension catheter was selected for use. During procedure, the device was used in the stenosis of the superficial femoral artery, but was unable to cross. The procedure was completed with a different device. No complications reported. However, device analysis revealed a partial separation in the collar/distal shaft area.